Event description:
A low readings issue was reported with the adc device. A caregiver reported the customer received unspecified low readings and experienced hyperglycemia with symptoms described as totally confused, whole body tingling, restless, often on the toilet, and vomiting. The customer required unspecified third-party treatment in addition to healthcare provider administration of insulin drip (dose/type unknown). No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage was observed with the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not condfirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caregiver reported the customer received unspecified low readings and experienced hyperglycemia with symptoms described as totally confused, whole body tingling, restless, often on the toilet, and vomiting. The customer required unspecified third-party treatment in addition to healthcare provider administration of insulin drip (dose/type unknown). No further treatment was indicated. There was no report of death or permanent injury associated with this event.